Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the handle was stuck. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4), and a 3:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the skin graft mesher on september 14, 2017 revealed that the calibration and test mesh could not be taken due to the damaged comb. The ratchet gear was stuck on the roller. The 1:1 ratio cutter, serial number (B)(4), 2:1 ratio cutter, serial number 1(B)(4), and 3:1 ratio cutter, serial number (B)(4) all produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical on september 14, 2017 which included replacement of the roller, damaged comb, gears, and repaired the ratchet. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. The reported event was confirmed since during initial inspection it was found that ratchet gear was stuck on the roller. The root cause of the handle being stuck was due to one of the ratchet gears becoming stuck on the roller. The reported event was confirmed during initial inspection of the device and the device was noted to be functioning as intended after the gears and rollers were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the handle was stuck and found prior to surgery. The ratchet handle was installed backwards, then forced onto the skin grafting shaft causing the inner components of the handle to be stuck on the shaft. Investigation results revealed that the comb was found to be damaged. No adverse events have been reported as a result of this malfunction.